Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found that the soft cannula was damaged and stretched beyond the length specification. It cannot be determined when or how this damage occurred, or if it contributed to the reported skin irritation. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. A leak test found no signs of leakage in the fluid path. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose between 270 and 330 mg/dl. The patient reported irritation while wearing the pod on the leg. As treatment, a new pod was applied.